Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating defibrillator pacing module pacing failure. This was found during preventive maintenance. The device was returned to schiller the manufacturer for evaluation and tested for functionality. The manufacturer concluded that this issue is most likely due to an intermittent loss of communication between the defibrillator pacing module-board and the mainboard. As the issue is not clearly reproducible, the exact root cause cannot be determined. However, taking all components into account which are part of the communication path between the defibrillator pacing module-board and the mainboard, and which may cause an intermittent loss of communication, the source of the issue is most likely to be of a mechanical nature such as a connector. Therefore, it is suspected that the board-to-board connector between the defibrillator pacing module board and the mainboard may be the root cause for this issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that tempus ls - displayed a defibrillator pacing module error and failed to pace during preventive maintenance. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.